Event description:
It was reported that this right ventricular (rv) lead exhibited high out of range shock impedance. The issue was determined to be the proximal coil on the lead as reprogramming the shock vector to exclude the proximal coil resulted in a within range impedance. The clinic will continue to monitor. The lead remains in use. No adverse patient effects were reported.